Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device had intermittent video flickering. The issue occurred during unspecified event. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Updated d8, h3 and h4. Corrected h6 medical device problem code. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, as the device was not being returned, the reported malfunction could not be reproduced. The likely cause could be a converter or tv compatibility issue. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.